Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully deleted and the pump shut off. The customer¿s blood glucose was 120(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.